Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a weak circulation pump. Primed to fill. Replaced circulation pump. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had failed the functional verification test for cooling. They stated chiller temperature (t4) was at 5.8c, but outlet control temperature (t2) was in manual control would not get colder than 29c. They discussed this was likely a failed mixing pump and requested an email with repair options to discuss with management. Per follow up information received via email on 14mar2024, they did try cycling the unit on/off, and tried emptying the pads via the machine, and repriming them, including filling the unit with water. The unit did cool a bit, but the desired effect (cooling the patient) was taking quite long. Once they changed out the unit, the pads became much cooler to touch, and the patient noticeably cooled into range rapidly vs the 4 plus hours they were waiting to cool the patient prior. They were using 4 large adult pads on the patient and had the pads split between two different grey supply limbs. Per follow up information received via email on 15mar2024, the device was brought to the shop, but it did not go to the bd technician. Per sample evaluation results received via task on 23jul2024, it was reported that the arctic sun device was primed to fill.

Event description:
It was reported that the arctic sun device had failed the functional verification test for cooling. They stated chiller temperature (t4) was at 5.8c, but outlet control temperature (t2) was in manual control would not get colder than 29c. They discussed this was likely a failed mixing pump and requested an email with repair options to discuss with management. Per follow up information received via email on 14mar2024, they did try cycling the unit on/off and tried emptying the pads via the machine, and repriming them, including filling the unit with water. The unit did cool a bit, but the desired effect (cooling the patient) was taking quite long. Once they changed out the unit, the pads became much cooler to touch, and the patient noticeably cooled into range rapidly vs the 4 plus hours they were waiting to cool the patient prior. They were using 4 large adult pads on the patient and had the pads split between two different grey supply limbs. Per follow up information received via email on 15mar2024, the device was brought to the shop, but it did not go to the bd technician. Per sample evaluation results received via task on 23jul2024, it was reported that the arctic sun device was primed to fill.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a weak circulation pump. The device was evaluated upon receipt. Primed to fill. Replaced circulation pump. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.